Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had flipped and could not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Event description:
It was reported that the implantable pulse generator (ipg) had flipped and was unable to hold a charge, preventing the patient from charging the device. The patient subsequently underwent a revision procedure during which the ipg was explanted and replaced. The explanted ipg was retained by the medical facility and was not returned for analysis.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, b5, e1, and h6. Block b3: approximated based on the date the manufacturer became aware of the event.